Manufacturer narrative:
Result: foot board modules.

Event description:
It was reported by service report that the scale could not be activated due to the module being crushed. No pt involvement or adverse consequences are reported.